Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) 2015 inratio inr=2.3, (B)(6) 2015 lab inr=1.5. (B)(6) 2015 inratio inr=3.6; patient self tester went to the lab and lab inr=3.0; could not recall the time difference between tests. (B)(6) 2015 inratio inr=2.6; patient self tester went to the lab within the hour and lab inr=3.0. (B)(6) 2015 lab inr=2.9; patient self tester had taken his inratio monitor with him to the lab. Sample from the venous draw was applied to the inratio test and the inratio monitor gave an inr=3.4. On (B)(6) 2015, patient self tester was hospitalized on suspicion of a stroke and kept overnight for observation. Patient did not have a stroke, a transient ischemic attack was suspected but not diagnosed; no treatment was administered, all tests came back fine and he was released the next day as stable. One of the tests performed during his observation was a lab inr. Based on lab result obtained on (B)(6) 2015 physician (not the patient's normal physician) increased coumadin to 10mg until (B)(6) 2015. Patient declined to provide any of his symptoms.

Manufacturer narrative:
The original medwatch report should have stated that milking of the patient's finger occurred after the fingerstick was performed. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 373679a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot met release specifications. Although improper techniques were identified, along with off-label usage for one of the reported tests, a root cause could not be determined with the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.